Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate deliver of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: during investigation, the pump was returned with moisture behind the display lens. The pump had no audible or vibratory features and the display screen remained blank. The attempts to download the pump history and the black box were unsuccessful. The original complaint was unable to be adequately investigated due to moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).